Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the therapy pcb assembly. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio further evaluated the removed therapy pcb assembly and observed the pcb exhibit an 18 second temporary lock-up when the shock button is pressed after charging. After the 18 second lock-up the device resets back and disarms the charged energy simultaneously. Further component cause could not be determined.

Event description:
The customer contacted physio-control to report that their device froze when attempting to shock a patient. The customer advised that the device was in sync mode and charged as normal. However, when the shock button was pressed nothing happened and the device appeared to be frozen and then reset itself. Subsequent shock was delivered as normal.this issue is patient related; however there was no adverse patient outcome reported by the customer.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device froze when attempting to shock a patient. The customer advised that the device was in sync mode and charged as normal. However, when the shock button was pressed nothing happened and the device appeared to be frozen and then reset itself. Subsequent shock was delivered as normal. This issue is patient related; however there was no adverse patient outcome reported by the customer.